Event description:
The balloon on the foley did not inflate properly forming a lip of silicone. The lip of silicone snagged the urethra of pediatric patient causing bleeding trauma and the removal was also difficult. This facility has had several similar events with this same product.